Event description:
While wearing the external equipment, the patient reportedly experienced a decrease in performance. A CT scan indicated migration of the electrode array outside of the cochlea. Surgery to re-position the electrode array has been scheduled.